Event description:
The fse reported the sys displayed a charger failed error message at boot up. This error will likely prevent the sys from booting. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced during the svc call. The system was tested and found to be working as intended and placed back into svc.